Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "swelling", ¿seroma¿ and capsular contracture, baker grade unknown. This record is for the right side. Device status unknown. This article involved a 52-year-old patient.

Manufacturer narrative:
Article citation: jaeger m, randquist c, gahm j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Plast reconstr surg glob open. 2026 mar 26;14(3):e7513. Doi: 10.1097/gox.0000000000007513. Pmid: 41907089; pmcid: pmc13021236. Clarification to d6a implant date: patient was implanted with this device for 15 years. Continued e.1. Phone number: (B)(6). Continued e.1 postal code: (B)(6). The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown. Additional contributing authors: charles randquist, md, victoriakliniken, stockholm, sweden. Jessica gahm, md, phd, victoriakliniken, stockholm, sweden. Department of molecular medicine and surgery, karolinska institutet, stockholm, sweden.